Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an IV piggyback of magnesium (2g/5ml) was programmed to run over one (1) hour however the magnesium was finished after fifteen (15) minutes, volume infused on the pump was 12ml but 50ml bag was empty. There was patient involvement however no patient harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had overinfusion: magnesium was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an IV piggy back of magnesium (2g/5ml) was programmed to run over one (1) hour however the magnesium was finished after fifteen (15) minutes, volume infused on the pump was 12ml but 50ml bag was empty. There was patient involvement however no patient harm.